Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system freezes while in ultrasound mode and screen becomes unresponsive.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was sent to the service facility for evaluation/repair. During evaluation, the reported issue of the system freezing could not be reproduced. The scanner was evaluated and was found to function normally. The scanner did not freeze in ultrasound mode and the screen responded to probe and touchscreen input. No other issues with the equipment were identified during evaluation. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. The sr8 was serviced, tested, and returned to the customer.

Event description:
Customer reported system freezes while in ultrasound mode and screen becomes unresponsive.